Event description:
It was reported that pt underwent left total hip arthroplasty in 2000. Pt developed pain and radiographs indicated ceramic modular head component fractured. Revision procedure performed in 2004.